Event description:
It was reported by the customer that pyxis medstation es system door had failed. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door had failed. A field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.